Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of failed battery test, the motor arm cannot communicate with the main arm and software error detected from the insulin pump. The customer's blood glucose reading was 256 mg/dl. When the customer changed the battery, the reservoir was empty and wanted to rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The formatted history file analysis confirmed the pump error 53 and pump error 4 due to a software error. The power management tool shows that the backup battery loaded voltage and unloaded voltage were within specification range. The pump was received with normal operating currents. No unexpected failed battery alarm during testing noted. The pump was received with a scratched case and a pillowing keypad overlay.